Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked with moisture corrosion in the battery compartment due to moisture ingress confirmed on leak testing. The pump had additional moisture damage in the interior compartment and the pump failed to power on during the investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition with moisture and no power issue. This report is made based on results of investigation completed on 24-sep-2018.

Manufacturer narrative:
Follow-up #1: date of submission 25-feb-2019 - please note, the report submitted on 02/07/2019 is a duplicate report, and was submitted in error, as the reportable investigation findings for this complaint were already included in the FDA q3 2018 summary report, submitted to the FDA on 10/11/2018, under report # 2531779-2018-18184.